Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot 13281 were returned and analyzed. The data files showed system notice #50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection) was received on the date of the event. Visual inspection of the balloon catheter showed there were traces of blood inside the balloons. Smart chip verification indicated the catheter was used for 16 injections. The catheter failed the performance test due to system notice #50005 right after connecting to the console. Dissection and pressure testing showed leaks at the guide wire lumen of the catheter, which was also detached from the tip. The guide wire lumen was also twisted. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink, twist, and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.